Event description:
The centrimag console was not in use by a patient. Exchanging the centrimag console resolved the error.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an s1 error alarm was confirmed. The centrimag 2nd generation primary console (serial number: (B)(6) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 31 days (31jul2023, 01aug2023 ¿ 03aug2023, 12aug2023, 23aug2023, 09oct2023, 19jan2024, 25jan2024, 21mar2024, 08apr2024, 23may2024, 05jun2024, 11jun2024 ¿ 12jun2024, 30jun2024, 03jul2024 ¿ 06jul2024, 23jul2024 ¿ 29jul2024, 01oct2024 ¿ 04oct2024, 22oct2024 per time stamp). Events occurring on 22oct2024 were recording during testing at abbott. A power on self-test fail: s1 was active on (B)(6) 2024 from 14:30:09 - 14:31:40, on (B)(6) 2024 from 12:25:30 ¿ 15:10:43, on (B)(6) 2024 from 14:56:35, on (B)(6) 2024 at 08:57:51, on (B)(6) 2024 from 09:21:18 ¿ 12:51:13, and on (B)(6) 2024 from 10:55:44 ¿ 10:07:22 following a sf_sps_power_button_inconsistent sub fault. The system was power cycled several times before an sf_ifd_shutdown_detected was active on (B)(6) 2024 at 13:00:30. The system was started again on (B)(6) 2024 at 10:55:36 for testing at abbott. There were no notable alarms active in the log file. The centrimag 2nd generation primary console (serial number: (B)(6) was returned for analysis to the service depot and the console was power cycled several times. A power on test fail: s1 alarm became active each time during the console¿s boot up sequence. Further inspection of the unit isolated the issue to the power on switch assembly. The component was replaced, and the unit was functionally tested. The console passed all testing with the new power on assembly inserted. The console was returned to the customer ready for use. The replaced power on switch assembly was set to product performance engineering (ppe) for further analysis. The returned power on switch assembly was inserted into a test fixture during further testing with ppe. Upon powering on the unit, a power on test fail: s1 alarm became active following the console¿s boot up sequence. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) ¿table 15: console maintenance schedule¿ instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿ "appendix I ¿ 2nd generation centrimag primary console alarms and alerts" cover all alarms (auditory and visual), including system related alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a - patient information was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag console had a s1 error message. The unit was sent in for repair.